Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. The patient underwent a cervical fusion on (B)(6) 2016. It was reported that since the patient¿s previous neck surgery in (B)(6) 2016 the patient had not felt stimulation. However, when the implantable neurostimulator (ins) battery was dead the patient noticed the pain returned. The patient met with their new pain physician on the day of the report. The manufacturer representative checked impedances and reference electrode 0 was out of range with impedances >10,000 ohms when using 0.70v. The patient was reprogrammed avoiding the use of electrode 0 and the patient got good stimulation. It was reported that the issue was resolved at the time of the report and no surgical intervention was planned or performed. The patient was alive with no injury. Medical history was reported to be failed back surgery syndrome. No further complications were reported.